Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 438 mg/dl while wearing the pod between 25 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found blocked. There is no information available regarding treatment.